Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod. The patient reports the pods cannula had become dislodged from the pod infusion site (abdomen). Once at the hospital the patient was treated with intravenous fluids. No further information could be provided as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.